Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required.   Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release.   All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer's father reported that before his daughter left for a school camp on (B)(6) 2019 she received sensor readings of 4 mmol/l on (B)(6) 2019 6 mmol/l on (B)(6) 2019 and 5 mmol/l on (B)(6) 2019 which he perceived to be variable. Caller further reported that a capillary reading of "10 mmol/l or higher" was obtained on the adc meter but did not dose the customer with insulin "as he trusted the sensor reading". On (B)(6) 2019 the sensor ended and the customer did not apply a new sensor. Customer obtained an unspecified reading on the adc freestyle lite meter and the caller was unable to ascertain if the customer administered insulin during the school camp. On (B)(6) 2019 customer experienced dizziness and vomiting and was seen at the hospital where she was diagnosed with diabetic ketoacidosis. Customer was admitted to the ICU and received unspecified treatment for dka and discharged after 3 days. Based on the information provided, there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer discarded the sensor. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer's father reported that before his daughter left for a school camp on (B)(6) 2019, she received sensor readings of 4 mmol/l on (B)(6) 2019, 6 mmol/l on (B)(6) 2019 and 5 mmol/l on (B)(6) 2019 which he perceived to be variable. Caller further reported that a capillary reading of "10 mmol/l or higher" was obtained on the adc meter but did not dose the customer with insulin "as he trusted the sensor reading". On (B)(6) 2019, the sensor ended and the customer did not apply a new sensor. Customer obtained an unspecified reading on the adc freestyle lite meter and the caller was unable to ascertain if the customer administered insulin during the school camp. On (B)(6) 2019, customer experienced dizziness and vomiting and was seen at the hospital where she was diagnosed with diabetic ketoacidosis. Customer was admitted to the ICU and received unspecified treatment for dka and discharged after 3 days. Based on the information provided, there was no report of death or permanent injury associated with this event.